Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their one touch ultra2 meter had a power issue- does not turn on and an illegible meter serial number. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issues first occurred on¿(B)(6) 2015, time unknown¿. The patient takes oral medication, diet and exercise and continued with her regular diabetes management regimen routine as a result of the alleged product issue. The patient reported that ¿a couple of hours¿ after the alleged issue began she developed the symptoms of ¿severe headaches and shakiness¿. On ¿(B)(6) 2015, 1-1:30pm¿, the patient reported she took health care professional (hcp) advice to increase her medications. The patient also detailed that on ¿(B)(6) 2015 around 1-1:30 pm¿ she obtained a blood glucose result of ¿148mg/dl¿ on an unknown device. At the time of troubleshooting the cca noted that there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.